Manufacturer narrative:
A powerflex extreme percutaneous transluminal angioplasty (pta) dilatation catheter ruptured at 14 atmospheres (atm) when attempting to treat a fistula (cephalic vein of a dialysis patient). The balloon ruptured on the first inflation attempt. Another powerflex extreme percutaneous pta dilatation catheter of the same size was subsequently employed, and the procedure was completed without further incident. There was no reported patient injury. There was no difficulty removing the device from packaging, device prep or navigating to the target lesion. The catheter did not appear to be kinked in any segment. There were no acute bends of the pta dilatation catheter, and there was no difficulty navigating the pta balloon catheter across the target lesion. There was no leakage noted from the balloon, shaft or hub. The customer uses an inflation device and contrast medium. The product was returned for analysis. A non-sterile unit of a powerflex extreme 8 x 4 80cm balloon catheter was returned. Per visual analysis, no damages were observed. Per functional analysis the unit was flushed and a 0.035¿ guide wire (lab sample) was inserted into the guide wire lumen of the balloon catheter and passed through it without difficulty. The balloon was inflated and a leakage was observed on both the luer hub and the distal end of the catheter. After the unit was analyzed it was concluded that the failure must be damage (pin hole or small rupture) to the wall that divides the inflation lumen from the guide wire lumen; however, its exact location cannot be determined. A device history record (DHR) review of lot 17413038 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, procedural or handling factors may have contributed to the event. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: boston scientific encore inflation device and ge omnipaque contrast medium. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The customer reports that a powerflex extreme percutaneous transluminal angioplasty (pta) dilatation catheter ruptured at 14 atmospheres (atm) when attempting to treat a fistula (cephalic vein of a dialysis patient). The balloon ruptured on the first inflation attempt. Another powerflex extreme percutaneous pta dilatation catheter r of the same size was employed subsequently, and the procedure was completed without further incident. There was no reported patient injury. The customer was able to save the balloon and will be able to submit it for analysis. There was no difficulty removing the device from packaging, device prep or navigating to the target lesion. The catheter did not appear to be kinked in any segment. There were no acute bends of the pta dilatation catheter, and there was no difficulty navigating the pta balloon catheter across the target lesion. There was no leakage noted from the balloon, shaft or hub. The customer uses boston scientific encore inflation device and ge omnipaque contrast medium.